Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-june-2024, it was reported by the patient that he receives an alarm and hyperglycemia. High blood glucose level was displayed high and treated by correction bolus via pump. In troubleshooting blockage was found at the site. No further information was available.